Event description:
2 of 12 reports (different patients, same failure): 3013886523-2024-00228, 3013886523-2024-00230, 3013886523-2024-00231, 3013886523-2024-00232, 3013886523-2024-00233, 3013886523-2024-00234, 3013886523-2024-00235, 3013886523-2024-00236, 3013886523-2024-00237, 3013886523-2024-00238, 3013886523-2024-00239. Case 1: a facility reported a directlink module with inconsistent values. The module was used with cerelink sensor (ID 826851). The sensor was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 6923035 sn (B)(6), conformed to the specifications when released to stock failure analysis - the issue of the complaint was confirmed: foreign matter over sensor area. Icp express read low at 308; cleaned foreign matter from sensor; icp express read 507; cerelink monitor was acceptable. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the issue reported by customer could be confirmed. The possible root cause of the defect reported by the customer could be the presence of the foreign matter over the sensor.

Event description:
N/a.